Event description:
Vascular closure device was deployed post heart cath. Balloon on device would not deflate during deployment. Physician used a needle to puncture through the skin to burst the balloon. The device was able to be removed from the patient without injury to the patient. Heart cath puncture site held manually for 30 minutes.